Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Cause of bg level was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer administered a manual injection to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer still in hospital at time of report so no release date could be obtained.